Event description:
This is filed for single leaflet device attachment (slda) and complete clip detachment, with clip embolization, and stroke. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, an xtw clip and an xt clip. Mr was reduced to grade 1. It was noted that during the procedure, one of the intravenous (IV) flush bags connected to the clip delivery system (cds) was running quickly. The bag emptied; however, fluid remained in the IV line. It was not suspected that any air entered the patient anatomy and the decision was made to continue use of the device. The IV fluid bag was replaced and the air was flushed out through a side port. The procedure was completed without adverse patient effect. On (B)(6) 2022, echocardiogram noted that a single leaflet device attachment (slda) occurred, with one clip, thought to be the xt clip, detaching from the posterior leaflet. Either late evening of (B)(6) 2022 or early morning of (B)(6) 2022, the patient had a stroke. The cause was unknown and the physician deemed the stroke as unrelated to the implanted clips. However, the physician commented that he was concerned that air had entered the patient anatomy during the mitraclip procedure, when the IV flush bag emptied too quickly. On (B)(6) 2022, echocardiogram noted that an slda occurred with the second clip also detaching from the posterior leaflet. It was noted later that one clip had completely detached from both leaflets and embolized. A second mitraclip procedure was performed on (B)(6) 2022, with implant of a 3rd clip to stabilize the slda clip. Mr was reduced from grade >4 to grade 3-4. The completely detached clip, the xtw clip, was located in the left ventricle, caught in the chordae. There were no attempts made to remove the detached clip. The patient will likely undergo a surgical mitral valve replacement at a later date; however, the surgical procedure has not been scheduled. Computed tomography (CT) scan was performed and it was determined that the stroke was likely caused by small valve tissue pieces detaching when the clip detached. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xt clip referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effects of embolism, cerebrovascular accident, tissue damage, and mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated, and a cause for the reported incomplete coaptation and expulsion cannot be determined. The reported embolism/embolus, unspecified tissue injury and foreign body in patient was related to the procedural circumstances of the clip completely detaching from both the leaflets (explusion). The cerebrovascular accident (stroke) per the account was likely caused by small valve tissue pieces detaching when the clip detached and therefore, related to procedural circumstances. The mitral valve insufficiency/regurgitation (mr) appears to be due to the single leaflet device attachment (slda) and expulsion. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h6: medical device problem code 2017 - removed.